Manufacturer narrative:
Batch review performed on 15 november 2022:lot 1909418: 150 items manufactured and released on 04-dec-2019. Expiration date: 2024-11-23. No anomalies found related to the problem. To date, 147 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery performed for knee infection, the pathogen and the primary surgery date are unknown. The knee liner was revised successfully.